Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal and silicone separated on jaws. Device didn¿t touch patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal and silicone separated on jaws. Device didn¿t touch patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 14jan2021 and investigated on 25jan2021 . There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn from the tip, but not detached. The heater wire was observed to be slightly flexed due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported failure modes were confirmed for ¿peeled; jaw" and not confirmed for "material twisted/bent; wire" .